Event description:
While surgeon was moving a sensor wire in and out of the short semi-rigid ureteroscope, the blue coating on the wire flaked off inside the patient's ureter. Flakes were irrigated out, no harm to patient. Dates of use: about 1 hour max. Diagnosis for reason for use: used with an endoscope. Event abated after use: yes. (B)(4).